Event description:
Abbott heartmate 3 left ventricular assist device (lavd) was implanted on 2021. The outflow graft formed an obstruction causing the patient to be upgraded on the (B)(6) due to increasing ai, valve thrombus. Patient was transplanted as a result of the complication. Surgical pathology confirmed the original findings.